Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging a backlight issue with her onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when a senior cca reviewed the call since the patient was unwilling to answer further questions. The patient alleged that the backlight issue first occurred at an unknown time on (B)(6) 2015. The patient did not administer medication to manage her diabetes at the time of the start of the alleged issue. She continued with her usual diabetes management routine. She alleged, on (B)(6) 2015, at time unknown, she experienced ¿frequent urination¿. She also alleged, on (B)(6) 2015, she was taken to the emergency room (ER) and blood glucose results of ¿950, 235, 90, 89 and 69 mg/dl¿ were obtained on the ER/hospital meter. She reported that 10 units of insulin were administered at bedtime on (B)(6) 2015. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. However, the patient had lost the meter and no more troubleshooting was possible. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of hyperglycemia, and was treated by a hcp in the ER after the alleged backlight issue began.